Manufacturer narrative:
Device received with constant no motor movement or negligible movement. Retries to free a stuck motor failed error alarm during rewind due to corroded motor home switch. Corroded electronic assembly noted during visual inspection. Unable to confirm power error alarm due to no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call power error detected alarm on the insulin pump. Customer's blood glucose level was 132 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump was not returned for analysis.